Event description:
It was reported that a patient came into the emergency room and their pacemaker monitor displayed failure to capture and asystole. Patient experienced dizziness and syncope. The pacemaker was explanted and replaced in a procedure on (B)(6) 2021. Patient was stable post procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Despite the hermeticity breach, the device was still functioning within the specification. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.